Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.